Event description:
It was reported that approximately 42 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear of the tibial insert and patellar component. No further issues or complications were reported. Patient was last known to be in stable condition following the event. Device images and x-rays were provided. The explanted devices were disposed of by the hospital. No additional information is available.

Manufacturer narrative:
H3: the revision reported was likely the result of infection, component loosening, and prosthesis wear. However, the reported wear of the patella could not be confirmed. The reported cellulitis may have led to the infection of the patient¿s knee, resulting in loosening and subsequent third body wear; however, the sequence of events and the likely cause of the infection, loosening, and insert wear could not be confirmed as the devices were not returned for evaluation.

Event description:
Everything was revised. Legal notification received. Clinical details: initial left tkr (B)(6) 2021. Known poly oxidation risk, popliteal cyst, synovitis. Had significant episode of cellulitis in 2023 requiring intravenous antibiotics. Possible source of inoculation. Clinically infected tkr. Elevated crp, warm swollen, painful and positive bone scan.this is 1 of 3 reports. Other devices reported under 1038671-2024-02244, 1038671-2024-02245.